Event description:
Customer reported observing low sample/reagent in well a7 when performing ortho hbsag system 2 elisa. No error message was generated by the instrument. An fse was dispatched and fse was unable to duplicate the occurrence. The 3 plunger clamps and lld springs failed diagnostic eval and were replaced. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.